Manufacturer narrative:
External insulation abrasion was noted at 15.8-16.1 cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The noise was reproduced with isometric exercises. The lead was explanted and replaced. The pacemaker dependent patient was stable post-surgery.